Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Reported issue was resolved after the patient started freeing up memory in his smart device. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 03/07/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.